Event description:
Patient on weight-based infusion of propofol. Rate adjusted several times during course of infusion (+/- 3ml per hr). According to the nurse, patient transported for CT and initially during CT procedure the pump appeared to be infusing at an appropriate rate. Then suddenly the propofol began to bubble and the level dropped rapidly in the bottle. The pump was immediately turned off, but most of the contents of the bottle had infused into the patient. Since the patient was on a ventilator at the time, there was no harm to the patient. Pump history indicates programming was performed correctly by the nurse. The pump failed to record the actual amount of propofol that infused. The free-flow clip was inspected and found to be intact. The cause of the free-flow event is currently under investigation. Similar events have been reported at other facilities within our hospital network, but this is the first such event at our facility.